Manufacturer narrative:
(B)(4). Batch # t5ch6v. The ec45a device was received for analysis with no apparent damaged and with a gst45w reload loaded on the device. The reload was received partially fired 2/3. The device was tested for functionality in the articulated position with the returned reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a nephrectomy, fired the white reload on renal vein. Closed the closing handle and completely pulled the second trigger to fire. Successfully fired and knife advanced some but then it got stuck after it came back and could not pull handle again to continue stapling. It locked up and could not open jaws. Ended up getting off with no patient consequences and finished the case with an echelon powered 60. Device was locked on tissue after the first squeeze. The anvil release button would not work. I tried to knife reverse. I called dr to the field and showed him my issues. Not wanted to just pull it off. I tried several times. Finally holding everything down I was able to get the release button to release. Jaws half way opened, but not fully.